Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device lot number is unknown. Based on the information received, the root cause could not be determined. The explantation was elective and not due to implant failure.

Event description:
During a left side pelvic hardware explantation surgery, a k-wire with a drill tip and t-handle was used to assist in an 8.0 cannulated fastener removal. The explantation was elective and not due to implant failure. While attempting to remove the 8.0 mm cannulated fastener, the driver was seated properly in the fastener head, but the fastener would not back out despite intact threads. Only manual torque via the t-handle was applied (power was not used). A high amount of torque was observed requiring manual stabilization. Eventually, the fastener head detached, leaving the fastener retained in the bone. No further attempts were made to extract the retained portion. The fastener head was retrieved with an elevator and disposed of in a sharps container.